Event description:
A customer site in (B)(4) reported that a patient sample generated a false (B)(6) test result, for hbv, when tested with the cobas taqscreen mpx test. Specifically, the customer reported that the donor specimen was serology (B)(6) and generated (B)(6) test results with the cobas taqscreen mpx test. The patient sample was tested for serology multiple times with the architect (abbott) and murex (diasorin) tests.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
(B)(4): result - device performed according to specifications. Conclusion - no failure detected and product is within specification. The customer reported that they obtained a non-reactive result from a donor with the cobas taqscreen mpx test but the donor specimen was serology (B)(4). Two collections from the same donor were tested and both generated non-reactive mpx results. The second collection was also tested by the customer with the cobas ampliprep / cobas (cap/ctm) taqman hbv test and generated a result of target not detected (tnd), indicating that the sample likely has a titer below the limit of detection (lod) of 12 iu/ml of the cap/ctm hbv test. No samples were available from the customer for further evaluation the donation was blocked from the blood supply. Based on the information available, no product non-conformance was identified. (B)(4).